Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 30 june 2022, the distributor reported the additional information: due to the o-ring on the pneumatic tap, a cartridge change error occurred as intended. The o-ring was able to be removed from the pump and a cartridge was successfully loaded and resumed insulin therapy. H6 (remove: 1384). H6 (remove: 1384).